Event description:
It was reported that an ilet pump¿s screen assembly delaminated while the user carried the device in a pocket, progressing to full separation despite temporary taping, and a replacement was arranged. Symptoms included no adverse health effects. Outcomes included no impact to the user¿s health and continuation of diabetes management using a cgm app or receiver while awaiting the replacement. Investigation included remote troubleshooting and user education on shutting down the device, data syncing to the mobile app, return logistics, and counseling that prior ilet data would not transfer to the replacement. Investigation of this case revealed a hardware screen bezel separation consistent with a device enclosure integrity issue affecting the display assembly, without associated alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the screen/bezel assembly.